Event description:
A 28mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were iimplanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported that the patient is dependent on oxygen and a poor candidate for surgical open repair of his aneurismal disease. It was reported that approximately 6 months post implant, the patient presented for a follow-up visit and the CT demonstrated the stent graft had migrated approximately 2 mm resulting in a proximal type I endoleak. The patient had a short severely angulated aortic neck which contributed to the stent graft migration. The physician ejected to implant one aortic cuff, but the endoleak did not resolve. Due to the patient co-morbidities and not being a surgical candidate, the physician elected to place another aortic cuff, which covered the right renal artery; however, the type I proximal endoleak resolved. The patients left renal artery was patent. No additional clinical sequelae were reported and the patient is fine.